Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, type ia endoleak, aneurysm enlargement (of 6.4mm) and additional endovascular procedure are confirmed. The reported renal failure is refuted and determined to be a preexisting condition (non-device-related). This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to the aortic neck taper, conic share measuring 31.0 degrees; this likely contributed to the reported type ia endoleak. The procedure-related harm identified was a device closure failure (non-endologix) and additional endovascular procedure (left femoral endarterectomy with patch angioplasty). The final patient status was reported as discharged to a care facility, postoperative day two, in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately five (5) months post initial procedure, the patient presented with renal failure and rapid aneurysm enlargement (unknown diameter). Subsequent angiography revealed a type ia endoleak. The physician plans to re-intervene but surgery has not been scheduled. Additional information: the physician elected to treat the patient by implanting one (1) non-endologix 4010 palmaz stent on (B)(6) 2023. While the type ia endoleak was reportedly improved, it was not resolved, and therefore the aneurysm was not successfully excluded. The patient is reportedly in stable condition and discharged.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately five (5) months post initial procedure, the patient presented with renal failure and rapid aneurysm enlargement (unknown diameter). Subsequent angiography revealed a type ia endoleak. The physician plans to re-intervene but surgery has not been scheduled.